Event description:
(B)(6) received information that an unknown time following the implant of this (B)(6) 23 mm epic surgical valve, the gradient increased from 20 millimeters of mercury (mmhg) to 40 mmhg requiring a valve-in-valve implant with a transcatheter bioprosthetic valve. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).